Event description:
The following has been reported to stryker legal department received via letter: "the patient was born on (B)(6) 1955 suffered from bilateral coxarthrosis. She was operated on the right hip on (B)(6) 2010 then on the hip left on (B)(6) 2010. On (B)(6) 2012, she felt pain on her left and fell. X-rays revealed a fracture of the femoral part at its upper part which required a revision with femorotomy, replacement of the femoral part by a long tail prosthesis then femoral cerclage, simple change of polyethylene at the level of the acetabulum. The patient resumed her work in (B)(6) 2013, sometimes keeping a cane".

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation h3 other text : device not returned.